Event description:
Related manufacturer reference number: 2017865-2022-07075, related manufacturer reference number: 2017865-2022-07077. It was reported that the patient presented in clinic for follow up. Device interrogation revealed dislodgement on the left ventricular (lv) lead and atrial lead. The physician elected to explant and replace the lv and atrial lead. The replacement lv lead was found to have a loose connector pin and was unable to be implanted. A new lv lead was successfully implanted. The patient condition was stable.